Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not duplicate the reported complaint. The centrifugal control unit (ccu) was observed to function properly with no signs of a blank display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no black screen or motor stops after 55 hours of continual running. No anomalies within the unit were observed upon visual inspection. Per data log analysis, on (B)(6) 2020 at 9:45:10 am the pump setpoint changed to 2166 rpm. At 9:45:21 am the central control monitor (ccm) lost the arterial pump status 'error pod operational status timeout' and the pump stopped at that time. At 9:45:55 am the pump powered back up and the ccm assigned it back online, but the pump was not used until the case end at 10:54:37. The system was shutdown at 10:54:54. The 'error pod operational status timeout' message is logged whenever the ccm loses track of a pump or module on the perfusion screen. This indicates the pump or module was not communicating with the ccm. The pump logged multiple 'bad communication status to pod 41' messages, this is mostly caused by the pump module, or a connection issue.

Manufacturer narrative:
Per the perfusionist, there was a retro guard device in the arterial pump line, therefore retrograde flow did not occur. Audible alarms sounded for no flow and low pressure, but both alarms were reset with effective hand cranking. The perfusion team attempted to reconnect the suspect controller after the case, but the screen was still blank. The field service representative (fsr) replaced the old centrifugal control unit (ccu). The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal display went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist and the perfusionist discussed the incident the team had with the centrifugal control module and centrifugal drive motor during a cpb procedure on (B)(6) 2020. The team set up, primed and initiated cpb with the heart lung machine (hlm) without issue. About half way through the procedure while the perfusionist was warming the patient, the centrifugal control unit went blank and the drive motor stopped working. The team had a circulating nurse hand crank the centrifugal delphin pump while two other perfusionists retrieved another centrifugal control module. The flow to the patient was restored with the hand crank within 30 seconds of failure, and the team was able to exchange the centrifugal control module as stated in a few minutes. The hand cranking was appropriate during this period of time to the patient to keep metabolic demand as expected and hemodynamic support as expected. The perfusionist did not reassign the module, therefore he had no flow measurement throughout the remainder of the case, and just relied on his revolutions per minute (rpms) prior to functional failure and hemodynamic pressure measurements. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with this event.